Event description:
A peritoneal dialysis (pd) pt's spouse reported that the pt's cycler alarmed for drain complications. She was not able to clear the alarms. She discontinued treatment. When she opened the cassette door, fluid leaked out. The membrane was loose near the locking tab. She assisted the pt in completing his treatment manually. The set was retained and it being made available for eval. During follow up, the pt's pd nurse reported that he has not had any signs of infection. He was not treated with any antibiotic. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.